Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log files were submitted for review. The patient had a portion of the white cable coming off, which was being held together with scotch tape. The patient¿s system controller was exchanged, and patient tolerated well. A routine follow-up is scheduled. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a damaged white connector was confirmed. The log files spanned approximately 8 days (on (B)(6) 2020 per the timestamp). The driveline was disconnected on 01dec2020 at 16:19 for a controller exchange. There were no unusual events regarding the controller. Initial evaluation of the returned hmii system controller, serial: (B)(6), revealed a damaged white connector nut which did not allow for a secure connection and did not affect the controller¿s functionality. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. Additional information on 04dsec2020 stated that the patient tolerated the controller exchange. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.